Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, in house testing of a retained kit and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Review of tracking and trending data for the architect free t4 assay did identify an increase in complaints. Additionally, an increase in complaint activity was identified for reagent lot 68900ud03. However, accuracy testing was performed utilizing retained kits of complaint lot 68900ud03. All validity and acceptance criteria were met during completion of the protocol, demonstrating that the lot is performing as expected. A device history record review did not identify any nonconformances, potential nonconformances or deviations associated with the complaint lot number and complaint issue. Labeling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency of the architect free t4 lot 68900ud03 was identified.

Event description:
The customer observed erratic architect free t4 for two patients. The following results were provided (reference range 9.01 ¿ 19.05 pmol/l): sid (B)(6) , ft4 result (analyzer (B)(6) )= 9.36 pmol/l; ft4 result (analyzer (B)(6) )= 8.46 pmol/l sid (B)(6) , ft4 result (analyzer (B)(6) )= 9.33 pmol/l; ft4 result (analyzer (B)(6) )= 8.53 pmol/l update, additional results were provided on 27feb2025. After recalibration the following results were provided: sid (B)(6) , ft4 result (analyzer (B)(6) )= 9.11 pmol/l; ft4 result (analyzer (B)(6) )= 9.08 pmol/l sid (B)(6) , ft4 result (analyzer (B)(6) )= 9.81 pmol/l; ft4 result (analyzer (B)(6) )= 9.80 pmol/l there was no impact to patient management reported.

Manufacturer narrative:
Complete entry for section b5 - describe event or problem (B)(6) and (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed erratic architect free t4 for two patients. The following results were provided (reference range 9.01 ¿ 19.05 pmol/l): sid (B)(6), ft4 result (analyzer (B)(6)) = 9.36 pmol/l; ft4 result (analyzer (B)(6)) = 8.46 pmol/l. Sid (B)(6), ft4 result (analyzer (B)(6)) = 9.33 pmol/l; ft4 result (analyzer (B)(6)) = 8.53 pmol/l. Update, additional results were provided on 27feb2025. After recalibration the following results were provided: sid (B)(6), ft4 result (analyzer (B)(6)) = 9.11 pmol/l; ft4 result (analyzer (B)(6)) = 9.08 pmol/l. Sid (B)(6), ft4 result (analyzer (B)(6)) = 9.81 pmol/l; ft4 result (analyzer (B)(6)) = 9.80 pmol/l. There was no impact to patient management reported.